Event description:
During index procedure, the patient had one complete self expanding (se) stent implanted to the left superficial femoral artery (sfa). Approx 3 years and 3 months post index procedure, the patient was rehospitalized due to left saphenous femoral artery stenosis. Revascularization of the target lesion was performed (balloon angioplasty, stent placement and atherectomy). The investigator indicated that the reported event was unrelated to the study device. Complete se sfa is under investigation pursuant to an ide. The device is currently approved in the u.s. With an iliac and biliary indication.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (occlusion).

Manufacturer narrative:
(B)(4).